Event description:
It was reported that the patient's 1st ins was removed due to infection on (B)(6) 2012. Pt states she ended up having a new implanted system done on (B)(6) 2012. If additional information is received, a follow up report will be sent. See also manufacturer's report # 3004209178201315120 for issues related new device system.

Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3 889-28, lot# v907125, implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type lead. (B)(4).